Manufacturer narrative:
The device MFR attempted to contact the reporter several times and was unsuccessful.

Event description:
The reporter stated that the device result was 195 mg/dl and a repeat test was 70 mg/dl. He also said the device read 172 mg/dl with a repeat test of 74 mg/dl.